Manufacturer narrative:
The astron clear splint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth. The region of incisor appeared to be polished. There were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear and without any color additives; furthermore, there was no discoloration observed on the returned device. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample/device has been returned and a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using an astron clear splint (lower). According to the information provided by the doctor, the patient complained of swelling on the lower lip and red inflammation under tongue. The patient wore the device once. It is unknown whether or not the patient has any allergies.